Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02627. It was reported that when the patient presented remotely via merlin.net non-sustained right ventricle oversensing due to post paced t wave oversensing, far p wave oversensing and noise were observed. Later when the patient presented in the clinic, the right ventricular lead was capped and replaced on (B)(6) 2019. The physician electively explanted the device during the lead revision procedure as it was near end of battery life. The patient was pacemaker dependent and was stable post procedure.

Event description:
New information received states that the patient presented in the clinic with dizziness. Noise oversensing that appeared to be inhibiting pacing was noted on right ventricular lead. The patient has been experiencing episodes of lightheadedness dizziness and presyncope since a week. Stress ECG revealed chest pain and dyspnea. During the lead revision procedure, high capture threshold was noted on the left ventricular lead. The physician attempted left ventricular lead revision but it was not successful. The patient was discharged and will continue with regular clinic follow up visits.

Manufacturer narrative:
Additional information: the reported events of oversensing and noise were confirmed. Final analysis found the complete lead was returned in two pieces. The returned connector portion was 12.1 cm and the distal portion was 37.2 cm. External insulation abrasion was found at 6.7 ¿ 7.0 cm from the connector pin. External insulation abrasion breaching the ring electrode (re) and right ventricular (rv) cable lumens were found at 7.6 ¿ 9.5 cm from the connector pin. One right ventricular cable was abraded and separated. The etfe coating of one of the ring electrode cable was also abraded. The insulation abrasion damages found were consistent with lead friction to the device can. All other damages found were sustained during the surgical procedure. The cause of the reported event was due to external insulation abrasion consistent with friction the device can.

Event description:
New information received stated that the capped right ventricular lead and left ventricular lead were explanted during an unrelated lead revision procedure on (B)(6) 2019. An x-ray was performed and it was found that the capped right ventricular lead was touching the new right ventricular lead. It was not known if the leads touching contributed to the anomaly associated with the new lead reported in manufacturer reference number 2017865-2019-13720. The patient was in stable condition post procedure.